Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight weeks post implant of an implantable pulse generator (ipg) system and antibacterial absorbable envelope the patient experienced an infection. Cultures were taken and antibiotic treatment was received by the patient. The ipg system was removed and replaced with leadless ipg. No further patient complications have been reported as a result of this event.